Event description:
On 04-mar-2026, a sales representative reported via email that one of the swivelocks from an ar-7715 ucl internalbrace implant system was missing the anchor and included only an eyelet. Additionally, during the procedure, the drill guide warped. This issue was discovered during a ucl repair with internalbrace procedure on (B)(6) 2026. Additional information was received on 09-mar-2026: the drill guide warped gradually while drilling the pilot hole for the first anchor in the humerus. The deformation was limited to warping, with no chipping or material loss observed. The procedure was not delayed, and no additional anesthesia was required.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.